Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for fecal incontinence. It was reported that the patient was nauseated all of yesterday. On august 28, the patient stated that she had a vaginal infection and was placed on fluconazole which caused diarrhea. The patient noted that she had watery stools for the last 4 days and wondered if it was the medication. The patient was redirected to her healthcare professional. There were no further symptoms or complications reported or anticipated.